Manufacturer narrative:
Pump analysis begun but not yet finished.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was no longer functional, due to mechanical issues. During a routine follow-up, it was determined that the device does not pump up. A surgical intervention was performed. During surgery, it was determined that the pump bulb stayed flat, and a hole was confirmed in the cylinders. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders were visually and microscopically examined. The first cylinder had two holes near the proximal end of the cylinder body. It was determined that this was due to wear against the tubing, which was found to be worn down. Leaks were found in the fatigued material; therefore, the cylinder was not pressure tested. The outer tubing of the second cylinder had a hole, and the fabric thread was frayed near the proximal end of the cylinder due to wear against the tubing; however, the cylinder passed both leak and pressure testing. The pump was visually and microscopically examined, and functionally tested; the pump performed within specification. The tubing was noted to be worn and material scaling was identified near the pump-tubing junction; however, this did not likely affect product performance. Product analysis was unable to confirm the clinical observations regarding the pump. Product analysis was able to confirm the reported allegation of inflation issue and cylinder hole, which likely affected device performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functional due to mechanical issues. During a routine follow-up, it was determined that the device does not pump up. A surgical intervention was performed. During surgery, it was determined that the pump bulb stayed flat, and a hole was confirmed in the cylinders. No patient complications were reported.